Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump that shut down during delivery was confirmed and reproduced during product evaluation. The root cause was determined to be a reed switch not properly adjusted. The reed switch was readjusted to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
The facility representative reported an infuso.r. Device which shut down while pumping in the operating room, interrupting delivery. There was no patient involvement. No additional information is available at this time.